Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the cause of the cracked screen was unverified; the customer believed the issue may be due to the pump hitting the customer's leg while walking. There was no known impact to the customer's blood glucose level. The customer confirmed that an alternate method of insulin delivery was available.